Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse noticed that the spring on the finger grips was broken on the master tool manipulator (mtm2). Fse replaced the mtm to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the replaced mtm involved with this complaint ; however, device evaluation remains ongoing. A supplemental report will be submitted once failure analysis has been completed or additional information has been received. No image or procedure video was provided for review. System log review was performed. Per the review, a procedure was performed on (B)(6) 2022 using system (B)(4). This complaint is being reported based on the following conclusion: during a da vinci-assisted pulmonary lobectomy surgical procedure using a dual surgeon console (ssc) setup, the customer experienced an issue with one of the ssc (ssc1). The procedure was completed with only ssc2. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure using a dual surgeon console (ssc) setup, the surgeon stated that multiple instruments would not clamp or open fully. The customer received phone assistance from the technical support engineer (tse). Upon verification, customer stated that the instruments were installed on universal surgical manipulator (usm4). Tse reviewed the system error logs but did not see any relevant errors on usm4. Tse confirmed a dual ssc setup. Tse recommended surgeon move to the secondary ssc (ssc2) to see if the issue persisted. Customer stated that the issue resolved on ssc2. Tse informed customer that the issue was likely due to a faulty left master tool manipulator (mtm) grip calibration and/or hardware issue on the left mtm arm of ssc1. Tse recommended to test the previous instruments to ensure they were now functioning on ssc when clinically possible. The procedure was completed using ssc2 with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
D15 - intuitive surgical, inc. (Isi) received the master tool manipulator (mtm2) involved with this complaint and completed the evaluation. Failure analysis reproduced the reported complaint during calibration. Investigation identified broken or deformed components on the mtm - inner and outer grip springs were damaged. Root cause is attributed to component failure.

Event description:
Refer to h10/h11 for follow-up information.